Event description:
I had the essure procedure done approx 5-6 years ago, for birth control purposes. Within the first year, my periods became long and horrible amounts of bleeding. I had constant pain and aches in lower left quad of abdomen and uterus seemed tender during intercourse and pelvic exams. I put up with it for a long time, as my doctor kept trying other bcp's to minimize my bleeding. Finally, I couldn't stand the pain any longer and sought treatment with a new provider. They did a pelvic exam and could feel the area where the inflammation/pain was dominating from. I underwent a full hysterectomy 2 days ago to remove the coils as well as uterus and cervix. The surgeon also removed a large cyst from around the left fallopian tube/coil and sent it in for lab examination. I am only 48 hours out of surgery and can already notice the pain is gone in the lower left quad. These coils are not safe and I highly advise the FDA to reconsider the safety and recommendation of these foreign objects. I am (B)(6) and absolutely devastated to have had to undergo the major surgery at this young age.